Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 15.1-15.2cm from the electrode tip, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were found at 8.9-12.7cm from the electrode tip. The etfe coating was abraded at the same location.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.